Event description:
As reported by the user facility: brief inquiry description easypump infusion issue. Detailed inquiry description account complained of their second incidence where the easypump finished 14 hours earlier than expected. They would like to send back the problem pumps for investigation as they made the conversion in january and have had two issues already.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 23m14ge561, there was no defect encountered during in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 270-54-s-us without original packaging. It was received in an easypump carry pouch. The batch number on the big bottom cap of the sample was 23m14ge561. Upon received, no solution was observed in the sample. The clamp of the sample was closed without clamping on the tube of the sample. A medication label attached on its tubing indicates that the sample was used to be filled with fluorouracil. Its filling port was closed with discofix cap, whereas its patient connector was closed with a closed system transfer device. Investigation results: the flow rate report of affected batch 23m14ge561 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between 0.62% and 12.25%. By visual inspection, the filling port of received sample was observed with crack. Crack at filling port is a known defect and an approved project is in place to further address issues with crack at filling port. The sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was 11.97%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. Conclusion: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.